Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a spinal fusion procedure. It was reported that the system froze during the case and then came back to work after a restart. The next step was to look at the computer and software. Troubleshooting was performed and the manufacturer representative (rep) was unable to duplicate the issue. The rep went through the computer connections and checked that the memory cards fit well in place. The existing splitter in the system was not a standard medtronic product and was potentially the probable cause of the event. This splitter was replaced by the site two years ago. The system was tested and working with the imaging system and communication with electronic picture archiving and communication systems (pacs) was normal. If the problem repeats the computer will be replaced. There was a delay of less than an hour. No impact on patient outcome.